Event description:
It was reported that a user experienced high glucose alarms on an ilet device showing ¿high bg¿ after a full supply change, and because a fingerstick meter was unavailable, the user and spouse were guided to replace the infusion site, tubing, and cannula fill as part of troubleshooting. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with follow-up planned. Investigation included remote troubleshooting, user-led site and tubing replacement, and priming steps under guidance. Investigation of this case revealed an unclear cause of hyperglycemia; potential infusion set or tubing delivery issues were addressed by replacing the site and tubing, though no definitive device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.